Event description:
Pt s/p surgery for fronto-parietal cyst undergoing an MRI in 2001, sustained head trauma from a portable oxygen cylinder introduced into the MRI suite. The cylinder was magnetized and drawn into the core of the machine, causing blunt head trauma to the child. The child expired two days later.